Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have had a 911 call on (B)(6) 2015 with blood glucose of 26 mg/dl. Customer was attended by paramedics at home. Customer inquired on receipt date of insulin pump due to low blood glucose being caused by over delivery with insulin pump.